Event description:
The customer's spouse reported that there were two infusion sets where there was blood in the tubing and the insulin pump could not prime. The insulin pump did alarm for no delivery of insulin. The blood glucose reading was 550 mg/dl at the time of the incident. The alarm was resolved with a set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.